Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported that, upon insertion of an intraocular lens (iol), the capsule broke. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the lens was not returned for analysis. Only the empty disassembled lens case was returned in the carton with the packaging inserts. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).